Event description:
Additional information received indicated that the minimum diameter of the access vessel was 4.4 millimeter (mm). The endovascular therapy (evt) was performed from the right common iliac artery to the external iliac artery. However, it was difficult to pass the 18fr non-medtronic sheath. The injury occurred at the end of the procedure. Access site hemorrhaging was reported. Eight units of red blood cells were transfused intraoperatively. Surgical hemostasis was required. The right external iliac artery was ruptured near the femoral artery. Laparotomy was performed. An artificial artery bypass from the common iliac artery to the common femoral artery was performed. As reported, the cause of injury was the sheath. However, the physician reported that it was unknown if the delivery catheter system (dcs) caused or contributed to the injury. A causal relationship to the procedure was also reported. Hospitalization required. The patient returned to the intensive care unit the same day without further complication. As reported, although a laparotomy was required, the wound showed improvement afterward. There were no cardiovascular complications. Seven days following the event, no wound problems were confirmed. The event was considered recovered also on this date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other medical products in use during the event include: product ID: evolutfx-26; serial #: (B)(6); ubd: 2025-11-30; UDI#: (B)(4). Product ID: l-evolutfx-2329; lot #: 0011784879; ubd: 2025-05-17; UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a reduced vessel diameter due to a calcified lesion, the delivery catheter system (dcs) was unable to advance through the right branch external iliac artery. Subsequently, endovascular therapy was performed, and the dcs advanced successfully using an introducer sheath. Following the valve implant and dcs removal, blood flow was observed and damage to the external iliac artery was noted. A stent was placed in attempt to stop the bleeding, however, the bleeding continued, and a prosthetic vessel replacement was performed. No additional adverse patient effects were reported.

Event description:
Additional information was received that approximately 26 days following the valve implant, ulcer formation in the wound region of the right femoral artery, which was the valve access site, was observed, and a scab debridement was received. The culture results of the wound area showed anaerobic gram-positive rod (c. Striatum) and anaerobic gram-negative (klebsiella oxytoca), therefore the patient received oral antibiotics for two weeks, and received negative-pressure closure therapy (vac). After completion of the vac, the patient received a partial step suture and the condition improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.